Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection found two external insulation abrasions breaching the outer insulation proximal to the suture sleeve tie mark consistent with friction to device can. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zone.

Event description:
Related manufacturer report number: 2017865-2023-18590. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device has been prophylactically explanted. The right ventricular lead exhibited oversensing due to noise that resulted in pacing inhibition and was also explanted. The patient was asymptomatic and stable after procedure.